Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6:device problelm codes. Evaluation results: the customer's report of battery high voltage message was observed in the device data logs. The error was cleared from the logs and did not recur. The customer's report of bridge test failed was duplicated and attributed to a faulty integrated circuit on the main board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "battery high voltage" and "bridge test failed" messages. Complainant indicated that there was no patient involvement in the reported malfunction.